Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. The patient reported that their device was no longer working. It was unknown if there were any environmental/external/patient factors that may have led to the issue. The issue was not resolved at the time of report. No surgical intervention had occurred and it was unknown if any were planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient reported that ¿it was working now¿ and noted that circumstances that led to the issue was user error. The issue was reported as resolved. There were no further complications reported or anticipated.